Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 35ml monoject¿ syringe barrel foreign matter was found in the fluid pathway. There was no report of patient impact. I had a bag of plungerless syringes in my office earlier and noticed the several noticeable fibers and particles. The attached pics show some of the fibers/particles coming in the packaging. These aren¿t the colored ones that I¿ve heard described, but they are significant in size, and I assume will be in most bags. (B)(4).

Event description:
It was reported while using bd 35ml monoject¿ syringe barrel foreign matter was found in the fluid pathway. There was no report of patient impact. I had a bag of plungerless syringes in my office earlier and noticed the several noticeable fibers and particles. The attached pics show some of the fibers/particles coming in the packaging. These aren¿t the colored ones that I¿ve heard described, but they are significant in size, and I assume will be in most bags. "We have rejected 343 of the 1192 syringes we filled due to defects based on visual inspection criteria. That is roughly 29% of the batch. 158 of 343 (46% of all rejects) were rejected based on liquid in the septum ridges/misaligned septum."

Manufacturer narrative:
H6: investigation summary a complaint of fibers and particles in packaging was received from the customer. No physical samples were returned for evaluation. Instead, two photos were provided for review. From the visual inspection performed, small particles can be observed. The reported issue was confirmed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The lot was manufactured on 08feb2022. The supplier of these syringes was notified of this defect. A gemba walk was performed and the manufacturing process was reviewed. All processes were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. In addition, qc inspections are performed to the product prior to material release. Also, production personnel perform a 100% inspection during the packaging process in order to detect and discard any identified failures. Based on the available information, it is possible that the visual inspection was not properly performed.